Event description:
Provider spoke to alex p in technical service ext 7975 to advise that the chair is getting 5 flash indicating right brake fault sitting in the chair. Provider hung up before any additional information could be obtained.